Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced successfully. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise and myopotentials. The patient was asymptomatic. Further information was requested but not received.